Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 784 mg/dl. The customer had not changed the infusion set for five days. Troubleshooting was performed, and the insulin pump was programmed correctly. During the call, the caller found a leak at the reservoir and tubing connection. Unable to conduct further troubleshooting due to the leak as well as the caller not having any supplies. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.